Manufacturer narrative:
Corrected data: b5- lens exchanged on (B)(6) 2020 for a same model/length lens. This resolved the problem. - shoudl be in the previous MDR. D6b- (B)(6) 2020 - should be in previous MDR. H6- health impact code 4629 - should be in previous MDR. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.5/+3.0/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports lens rotation and refractive surprise. On (B)(6) 2020 the lens was repositioned which did not resolve the problem. The surgeon states the lens was repositioned 3 times and the lens rotated at the same angle and directin afterward. Reportedly, lens remains implanted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue and debris. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).